Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, the patient had a malignant stricture in the sigmoid colon, as a result of cancer. During the procedure, the stent was positioned within the patient's sigmoid colon; however the stent failed to deploy. The device was removed from the patient, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. The investigation revealed that the stent was partially deployed; therefore, based on this information this event is now deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 4 mm. The stainless steel shaft was kinked distal to the end of the proximal handle. During analysis it was not possible to retract the outer sheath by hand, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally; however, slight resistance was met when retracting the handle over the kink in the stainless steel shaft. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.